Event description:
It was reported that during device check premature battery depletion was observed. During an in clinic capacitor reform, oversensed noise was noted on the lead. A month later it was noted that patient received a vibratory alert. Patient presented to clinic and interrogation showed eri and eol was reached on the same day. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.